Event description:
It was reported that after insertion of the intra-aortic balloon (iab), the customer could not draw blood back from the catheter. The customer stated that air kept coming from the port where the wire comes out. The iab was removed and flushed and the same issue occurred. A new iab was inserted and worked properly. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional information: included difficult to flush under problem code. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. No blood was observed inside the iab catheter. Two kinks were found on the catheter tubing and inner lumen near the y-fitting approximately 75.4cm and 75.9cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The technician attempted to flush/aspirate the inner lumen and was unable to do so. The technician attempted to insert a 0.025¿ laboratory guide wire through the inner lumen and resistance was only felt at the kinked location. The condition of the iab as received indicated kinks on the catheter tubing and inner lumen. A kink in the inner lumen can cause difficulty aspiration of the inner lumen. We are unable to determine when the kinks may have occurred. The reported leak cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab), the customer could not draw blood back from the catheter. The customer stated that air kept coming from the port where the wire comes out. The iab was removed and flushed and the same issue occurred. A new iab was inserted and worked properly. There was no patient harm or adverse event reported.